Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06/18/2018. (Please note: international UDI: (B)(4)); (method, results, conclusion codes). The philip's field service engineer (fse) evaluated the device and the reported condition was not duplicated. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator upper touchscreen would not respond to touch. It was reported that the event occurred during clinical use but there was no patient harm reported.